Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm malfunction was verified. The alleged battery malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump logs by tandem technical support for the past two days was unable to confirm the reported issue. In addition, the customer received a cartridge alarm while attempting to deliver a bolus. The customer¿s blood glucose level was 198 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.